Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The small grasping retractor instrument was analyzed and found to have a broken distal pitch cable at the clevis hub. The broken cable segment that contains the crimp was missing from the clevis. The cable was fully broken. As a result of the full break, functional testing for motion related issues could not be performed. There was no discoloration, corrosion, or contamination on the cable to suggest improper reprocessing as a contributing factor. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint regarding the front wire being defective was confirmed by failure analysis. Additionally, isi performed follow-up and obtained the following additional information regarding the reported event: the issue was identified prior to the procedure (pre-anesthesia). Another instrument was used to complete the procedure with no patient harm.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the small grasping retractor instrument be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that prior to start of da vinci-assisted surgical procedure, the wire at tip of small grasping retractor instrument was noted to be defective. The procedure was completed with no reported injury.